Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received an unexpected restart after putting new battery. The customer¿s blood glucose level was 142 mg/dl. The customer stated that twice in the past week her pump had shut down with a loud beep and then she removed the batteries and reinserted in pump and then received unexpected restart and then the pump shut down again counting down from 6. The customer was assisted with troubleshoot and customer stated that they put new battery and unexpected restart had recurred during normal pump use. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test and unexpected restart alarm. No unexpected restart alarm anomalies were noted. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked belt clip slot, stained end cap sticker, stained address label, stained serial number label and cracked reservoir tube lip.